Event description:
Bp transducer caused pump to show occlusion alarm on three different pumps and subsequently on a syringe pump, as well. The product was replaced with no known pt sequelae from this occurrence.